Event description:
A facility reported a healthcare worker (hcw) came in contact with hydrogen peroxide after removing a used cassette from a sterrad® 100nx. The hcw was not wearing personal protective equipment (ppe) and experienced blanching on her fingertips. The hcw washed the affected area for 30 minutes and did not seek or receive any medical attention/treatment. The hcw has reported to be ¿fine.¿ this event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014. This is four of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00030, 2084725-2015-00031, 2084725-2015-00032 and 2084725-2015-00033.

Manufacturer narrative:
Manufacturer date: 11/05/2014. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). Method: service history, trending, fmea and shuma reviewed. The DHR was reviewed and there was an issue in production which is addressed in CAPA. The service history for the past six months (07/23/2014 to 1/19/2015) did not identify any significant trend. The trend for the product malfunction code of skin reaction was assessed from february 2014 through january 2015. The risk is considered "low." The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is "broadly acceptable." The instructions for use (IFU) of the sterrad® 100nx cassette state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." Testing was not performed as no product was returned. The assignable cause of the reported issue is user error as adequate ppe was not used when handling a used cassette. A customer letter was sent advising a review of the proper handling of used cassettes. Review of tracking and trending data did not reveal a trend. As a result, root cause was not performed; therefore, no further investigation is necessary at this time.